Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell ? Was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) unit during dwell 3 of 4. The hp stated the supply bag was empty and only solution remained in the heater bag. The technical service representative (tsr) explained the se 2240 alarm indicates air in the patient line. The hp confirmed to complete therapy with manual supplies. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention.